Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the device was sent to the service center for evaluation. The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. Service center findings summarized: the o-ring was missing. The motor was leaky and corroded. The cable resistance was out of range. There was a short circuit in the motor cable. These components were replaced to correct the issue. All functional and electrical testing passed after the replacement of the defective parts. The missing o-ring was replaced to correct the issue, however a possible root cause for the missing component could not be determined. Possible root cause for the motor corrosion and for the motor to be leaky could be due to liquid ingest in the chassis due to the missing o-ring, resulting in internal components exposed to moisture, eventually causing the metal components to rust over time, causing the motor to not run properly. Possible root cause for the defective motor cable could not be determined. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that post-operatively to an unknown procedure, it was observed that the micro tornado hp w hand control device was missing an o-ring. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. It was not reported if there was a delay in the surgical procedure; however, a replacement device was used to complete the procedure. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown, but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.